Event description:
Balloon pump alarm answered by two rns. Two doctors immediately notified of blood in balloon catheter tubing. Vital signs remained stable. Another doctor was notified. Preparation to remove balloon was started at this time.fifteen minutes later the balloon catheter was removed. Initial blood expelled and then pressure was held by doctors for thirty minutes. Vital signs stable though out process.additional note: intra-aortic balloon catheter with blood inside balloon and inside helium drive line saved for report as a failed medical device and for report to maquet datascope, manufacturer of the iab catheter. The iabp console was taken out of service and tagged for inspection by clinical engineering.what was the original intended procedure?unknown.